Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there were horizon waves on insulin pump screen. Insulin pump was having large crack from the battery all the way around to the buttons and clear retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, and faded serial number label. (B)(4).